Manufacturer narrative:
The implant is to be returned to oticon medical after sterilization. There are no indication that the occurred is a result of manufacturing or component failure. The event is known to occur, based on known facts for (B)(4) implants intended for osseointegration.

Event description:
Adult patient with no known health conditions (other than hearing loss). Surgery was uneventful. Patient was seen for follow-up and fitting of external sound processor when it was observed that the implant had extruded.